Event description:
Customer reportedly obtained results of 57mg/dl, 87mg/dl, and 97mg/dl on the compact system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.